Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. E1 - (B)(6)

Event description:
The event involved a plum burette set with list number where the customer reported that the clave additive port was separated. No leakage was reported. Solution name was unknown. The set was replaced and therapy resumed without any problem. There was unknown patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
One used device was received for evaluation on 3/6/25. As received the semirigid adapter and clave were observed to have been torn off from where the adapter was bonded to the burette. The deformation on the area of the break showed beach marks with smooth sections and was at an angle, typical of a bend break. The complaint of breakage can be confirmed. The probable cause is due to an unintentional bending force applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.